Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
The company field service engineer was informed of this event by the surgeon. During an ablation case with bone fiducial registration, the post-guidance MRI scan showed each trajectory being off 3-5 mm, and that they were not off in the same direction. The fse performed a preventive maintenance on (B)(6) 2019. The robot passed the applicative and accuracy tests with the pointer probe, but failed to even calibrate the laser. Subsequent attempts to calibrate a known functioning laser have also failed.

Event description:
The company field service engineer was informed of this event by the surgeon. During an ablation case with bone fiducial registration, the post-guidance MRI scan showed each trajectory being off 3-5 mm, and that they were not off in the same direction. The fse performed a preventive maintenance on (B)(6) 2019. The robot passed the applicative and accuracy tests with the pointer probe, but failed to even calibrate the laser. Subsequent attempts to calibrate a known functioning laser have also failed.

Manufacturer narrative:
The device history record review and complaint history review did not identify any contributing factors. The user presumed that the implantation of three electrodes were inaccurate with respect to the plan, based on the MRI post-guidance scan (which was not provided for analysis). The post-operative CT was provided separately from the patient folder, and was merged at the manufacturing site in order to perform the measurement analysis. A detailed analysis of the data logs from the subject event has been performed and revealed that : the registration verification step was not performed properly. Among the seven points recommended in the instructions for use, only four points were actually used, and out of these four, only one was checked properly. Despite the error messages displayed - informing the user that significant errors were detected, the user validated the points. The IFU provides the necessary information to perform the verification step. Note : review of the logfiles also shown that one known software anomaly occurred during the verification step leading to an error being inappropriately recorded by the system for one verification point, however this had no impact on the workflow. The fusion between the pre-operative CT and MRI used for the surgery was not manually adjusted by the user, and the fusion result was incorrect. Therefore, this incorrect fusion most probably explains why the electrodes implanted were off the plan. The IFU provides adequate information about the check and adjustment of the pre-operative fusion which is necessary to perform accurate implantations. Further analysis of the CT pre-op vs. CT post-op confirmed that there are no inaccuracies at the entry points, i.e. The device behaved as expected (error at entry points < 2mm) and followed the plan as it was mapped on the CT pre-operative scan, which was used for the registration. Our measurements confirmed that the target points were not reached : the electrodes¿ tips missed the target points, and the errors range between 4.5 and 7.5 mm. Following a trajectory in the brain and reaching the target point can be influenced by several factors (such as the electrode characteristics, the implantation technique, the patient anatomy, ¿). None of these factors could be confirmed. All evidences suggest that the device operated as specified and as intended; there is no indication of any malfunction of the robot during this surgery that would have an impact on the accuracy.